Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute integrity rx coronary drug eluting stent was implanted in the rca. Approx 17 months later the patient collapsed at home after having chest pain and died. The patient was taking dual anti-platelet therapy within 24 hours of the event. Investigator and sponsor assessed the event as not related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
Additional information: cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.